Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of backup vvi was confirmed in the laboratory via review of the device image. The cause of the resets was due to a parity error. The cause of the parity error remains undetermined.

Event description:
It was reported that the device was found to be in back up vvi mode while still in box.